Event description:
It was reported that when the physician was repositioning the coil into the aneurysm, resistance was experienced. The physician retracted the coil, but severe resistance was encountered and consequently the coil detached. The physician removed the coil and microcatheter together and continued procedure with a similar device. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the physician was repositioning the coil into the aneurysm, resistance was experienced. The physician retracted the coil, but severe resistance was encountered and consequently the coil detached. The physician removed the coil and microcatheter together and continued procedure with a similar device. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed; therefore, physical analysis cannot be performed. A review of the device history record (DHR) confirmed that the device met all material assembly and required specification prior to release. Additional information obtained confirmed that the coil was advanced and retracted inside of the catheter against severe resistance and that the mail coil detached from the pusher wire while the user was attempting to remove the coil from the catheter. The direction for use (dfu) specifically cautions against the use of applied torque during deployment or withdrawal of the devices. Therefore, a root cause of user/use error will be assigned to this event.